Event description:
It was reported the patient underwent a right knee revision approximately 9 years post implantation due to instability with increased joint laxity. During the revision the patellar button, femoral component, and tibial component were noted to be intact with good fixation. The polyethylene was liner was replaced without complications.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Review of the available records identified the following: before revision: pain, patient reported a prior injury, valgus and varus laxity, instability, no evidence of loosening, good patella tracking. Revision: instability with increased laxity, tissue damage, partial tear of mcl (repaired), patella replaced, good rom and good stability, no complications. A definitive root cause cannot be determined. This complaint has been confirmed for instability, laxity, and tissue damage by review of the provided medical records; however, pain cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.